Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that upon starting the surgery, the cannula's metal part was loose and fell down. The product was not used on a patient.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no physical samples submitted with this complaint report. A photograph was provided and inspected as part of the investigation. A detached tube and cannula can be observed. However, the product can be seen outside of its original package indicating handling after the manufacturing process. Therefore, the reported condition could not be confirmed. The device history record (DHR) file was reviewed indicating that the product was released and met all quality standard requirements. No sample has been received for the reported issue, the picture attached shows the cannula metal part detached from the cannula outside of its original packaging which implies it arrived attached, if excessive forces are exerted on the bonding section between the metal section and the plastic section the weakest plastic section can break. The manufacturing process involves inserting the metal tube into a vertical injection molding machine which molds the plastic part around the metal tube. This bonding process uses no bonding agent and assures the seal between the parts. We are unable to determine if the root cause for the reported issue is excess force exerted on the connection between the tube and the plastic part which caused the detachment, the picture shows no signs of a short shot. So, we are unable to confirm if the reported condition was customer induced or manufacturing related. Based on the root cause analysis we are unable to confirm if the reported issue mode was manufacturing related or caused by excess wear and tear by the end user. The mold used to manufacture the part has been reviewed and has undergone preventive maintenance following as part of a monthly regimen during which each of its components was assessed. Based on the scheduled preventive maintenance, the mold shows no signs of wear and tear that could cause the reported issue. No further actions are deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.